Event description:
The device was caught in the bed and it pulled out and broke at the hub. The pt required the removal of the initial catheter and the insertion of a new catheter due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.